Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung nodules. The patient did not receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam allegedly became degraded and caused lung nodules. The patient did not receive medical intervention. Correction to section b1; adverse event and product problem correction to section b2: other serious or important medical events.

Manufacturer narrative:
Additional information was received on nov 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported a CPAP device's sound abatement foam allegedly became degraded and caused lung nodules. The patient did not receive medical intervention. There was no report of serious patient harm or injury. Sections b1, b2, h1 and h6 have been corrected in this report as follows: b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.) B2 was corrected to blank. (Previously, it was other serious or important medical events.) H1 was changed from serious injury to malfunction.